Event description:
It was reported that a pump encountered a cartridge change error, which prevented the cartridge from snapping into place. There was no adverse impact to the customer's blood glucose level. The customer could not resume insulin therapy, so the pump was replaced to resolve the issue.